Manufacturer narrative:
The device was returned with the cannula fully deployed and the slide insert was visible in the viewing window. Upon removal of the cannula sub-assembly from the pod's housing, damages were found to the bottom housing. In addition, the tip of the formed needle was observed to be curled up. These damages suggests the needle was pushing against the bottom housing when it deployed. They also indicate improper insertion of the cannula sub-assembly into the bottom housing and environmental seal. It could not be determined if these findings contributed to the reported infection. No further action or investigation is warranted at this time. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ent450, 17845-5c-aw rev a 10/17. Changing your pod 3 / page 23-24: warning: do not use a pod if you are sensitive to or have allergies to acrylic adhesives, or have fragile or easily damaged skin. Warning: to minimize the possibility of site infection, do not apply a pod without first using aseptic technique. This means to: wash your hands, clean the insulin vial with an alcohol prep swab, clean the infusion site with soap and water or an alcohol prep swab, and keep sterile materials away from any possible germs. Living with diabetes 11 / page 117: infusion site checks: at least once a day, use the pod's viewing window to inspect the infusion site. Check the site for: signs of infection, such as pain, swelling, redness, discharge or heat warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 17 mmol/l (306 mg/dl) and irritation at the insertion site, while wearing the pod between 4 and 24 hours on the back. A new pod was applied to treat the hyperglycemia.